Event description:
It was reported that the superior vena cava coil was damaged due to the safe sheath introducer being too tight. The lead has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Defib conductor was distorted. There was blood in/on the helix/lobe mechanism. Damaged at implant. The device is part of the advisory for this model.

Event description:
.